Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date, h6: patient codes and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicates that the right ventricular (rv) lead was explanted due to infection. Reportedly, pus was coming out of the pocket area due to infection. There were no additional adverse patient effects reported.